Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, gap in the adhesive area between server plug-in (z-block) and distal end, cracked adhesive around the objective lens and foreign objects in the server plug-in (z-block) and forceps elevator was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.